Manufacturer narrative:
On 15-oct-2021, mentor received additional information regarding the suspected medical device. Initially, the suspected medical device was reported as a 250cc mentor smooth round moderate plus profile prothesis (catalog #: 3502250, lot #: 7729740, serial #: (B)(6)). However, additional information revealed that the actual suspected medical device is a 250cc mentor smooth round moderate plus profile prothesis (catalog #: 3502250, lot #: 7630717, serial #: unknown). The relevant fields have been updated. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 18-oct-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and a tear was noted on the posterior view, measuring approximately 0.1 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have being damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number (B)(4).

Manufacturer narrative:
On 17-sept-2021, it was found that h.6. Type of investigation, h.6. Investigation findings, h.6. Investigation conclusions, and the statement in h.10. On the initial report are incorrect. Manufacturer¿s reference number: (B)(4). The correct codes for h.6. Type of investigation, h.6. Investigation findings, and h.6. Investigation conclusions are testing of actual/suspected device (b01), results pending completion of investigation (c21), and conclusion not yet available (d16) respectively. The correct statement in h.10. Should be the following: the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a revision breast augmentation with a 250cc mentor smooth round moderate plus profile prothesis and experienced right-sided deflation postoperatively. As a result, the patient underwent unilateral removal and replacement with an unspecified saline breast implant (right serial #: (B)(4)) on (B)(6) 2021. The reported serial number of the replacement device does not seem to a mentor serial number.